Event description:
A report was received that the patient was experiencing inadequate pain relief. The patient underwent an explant procedure.

Manufacturer narrative:
The explanted devices were not returned to bsn.

Manufacturer narrative:
Date of event: the exact date of the event is unknown. The provided event date (B)(6) 2013 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Explant date: 2013. Model number/catalog number: sc-2208-70, serial number: (B)(4), batch/lot number: 147625/172294/163227/163249, model/catalog description: st linear lead 70cm. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing inadequate pain relief. The patient underwent an explant procedure.